Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device history lot the reported article 04.168.100s lot 5l69338 combination does not match, the lot number 5l69338 does belong to the semi-finished part 60123934, and got sold as article 04.168.100s with the lot numbers 6l00992 and 6l01087. Based on this mre will be done on the sold article lot combinations. Part: 04.168.100s , lot: 6l00992 , manufacturing site: grenchen, release to warehouse date: sep.11, 2019, expiry date: sep.01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 04.168.100s , lot: 6l01087, manufacturing site: grenchen, release to warehouse date: sep. 11, 2019, expiry date: sep. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown anti-rotation screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on an unknown date due to re-fracture. Femoral neck system (fns) plate, bolt, screws, and anti-rotation screw were removed. This report is for an unknown fns anti-rotation screw. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the antirotscr f/fem neck syst f/construct l (p/n: 04.168.500s, lot number: 5l69338) was received at us cq. Visual inspection of the complaint device showed no damage or defects with the complaint device. Investigation conclusion: this complaint is not confirmed as no issues were identified on the complaint device that would contribute to the adverse event. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) antirotation screw for femoral neck sys 100mm length - ster.